Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line of a homechoice cassette and a supply bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during dwell five of five of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient stated they checked lines and bags found that the connection between the final bag and a supply line of a homechoice cassette was loose. The renal therapy service agent assisted the patient in ending therapy, and reviewed proper procedures with them. There was no patient injury or medical intervention associated with this event. No additional information is available.